Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-600 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.